Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing.

Event description:
It was reported that upon incoming inspection, debris was found in the sterile package. There was no patient involvement. Additional information on the reported event is unavailable.